Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii catheter was defective damaged on (B)(6) 2025, the patient was full-term and ready for a cesarean section. When the tube was inserted into the vein, it kinked and ruptured.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. The state of the catheter rupture is unidentifiable. 2. DHR/bhr review (lot#4199355): 1) this batch of products were assembled at intima ii auto line 3 in aug 2024 and packaged at r240 package line in aug 2024. Batch size was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batches used in this batch of products are 4149832 and 4173015, review the incoming inspection results, no abnormalities. 3. The retained sample of this batch is taken for relevant functional tests: penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test and 45psi leakage test. The test results are all within the product specifications. 4. The occurrence of the complaint may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 5. No same complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no same complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, and the state of the catheter rupture is unidentifiable, so the root cause of the complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.